Event description:
Facility reported that a dialyzer developed a blood leak on its first use. Treatment was about halfway through when the leak was noticed. Ebl 150cc. There was no pt injury and the dialyzer was discharged.